Event description:
During a follow-up, multiple episodes of noise were observed. As a result inappropriate therapies were delivered. The lead was capped.

Manufacturer narrative:
No medwatch form was received.